Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins) nme745148h found that the ins was functionally okay and insignificant anomalies were found. H6: the results code 3221 no longer applies. The conclusion code 4114 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the old battery was being replaced with a new model ins. The surgeon was unable to insert the existing leads into the 8-15 battery port. The rep said there seemed to be some blockage. The surgeon unscrewed the screw to make sure it was not tightened down and the lead would still not sit in the battery. A different ins was opened and was successfully implanted. The rep did not know of any factors that may have led to the issue. The faulty battery was going to be sent back for analysis. The issue was reported to be resolved. No symptoms or further complications were reported.